Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Unk. What confirmation was received that the device was fully fired? Unk. Was the device difficult to close? No, he closed completely but when closing it appeared to be too soft, there wasn¿t a strong friction with the tissue closed inside the stapler.

Event description:
It was reported that during a laparoscopic emilectomy procedure, the stapler was properly positioned and during the closure, it was noticed a little friction from the tissue as if the stapler didn't compress it. It has been fired by bringing the trigger towards to the handle and then it has been released per the proper instructions for use of the instrument. Once extracted, it was noticed that the steel staples were linking the two parts, but they seemed not properly closed. The procedure was completed by buttressing manually the suture. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Two pictures side were provided, the two pictures are blurry and the objects present are not easily identified. The pictures show a cut on the tissue and appears that a few staple legs can be seen protruding from the tissue. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.